Manufacturer narrative:
For 8 of the 14 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 5 of the reported events, the bag/vent switch was replaced to resolve the reported events, for 1 unit the monitoring board cable was replaced to resolve the event. For 1 event, the unit was calibrated to resolve the event. For 1 unit, it was recommended to clean the breathing system to resolve the reported event. For 4 of the 14 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 2 of the 14 reported events, the checkout of the unit was performed by a third party distributor. (B)(4). Serial numbers: (B)(4).

Event description:
This report summarizes 14 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced mechanical problems. 6 events were reported for failure of the unit to switch to mechanical ventilation when requested, 3 events were reported for failure of the bag/vent switch to operate as expected, 2 events were reported for loss of the ability to mechanically ventilate, 1 unit reported for intermittent failure of the unit to switch to mechanical ventilation when requested, 1 unit reported for failure of the auxiliary common gas outlet switch to operate as expected, 1 unit reported for failure to start. Of the 14 events, 11 did not involve patients, and 3 did involve patients. There is no patient information available.